Event description:
A customer reported that while a technician was moving an ultrasound system, a metal box fell onto the system power cord resulting in damage. Later, while the system was in use, the technician received a "shock" from a transducer probe. This shock prompted the technician to experience numbness and tingling of the arm, resulting in an ER visit (result of visit not reported to MFR).